Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom us acetabular component 58/52 r on the right side on (B)(6) 2009. The patient was revised on (B)(6) 2012 due to pain and loosening. This is an off-label use case.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Other source documents (surgical report) were provided. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. According to the provided information, the current situation reflects an off-label use. The product combination is not approved and recommended by zimmer at all. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result becomes available, an amended medical device report will be submitted. Zimmer (B)(4) considers this case as closed. (B)(4).